Event description:
Hill-rom technical support received a report from the account stating the nurse call is disabled. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support found the nurse call disabled and the account did not know how to activate the nurse call. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technical support operator instructed the account how to activate the nurse call feature to resolve the issue. Based on this information, no further action is required.